Event description:
In the process of contacting the pt's physician to notify pt that the pt's device may be nearing end of service, it was discovered that the pt's generator was explanted due to "rejection" of the ncp system.